Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. The lot number was not identified; therefore, a device history record review could not be performed.

Event description:
It was reported that a physician in training using a proglide device achieved arteriotomy closure of the right common femoral artery after an interventional procedure. Reportedly, two days post procedure, a follow-up angiogram revealed a sidewall lateral stick with a dissection flap. Compression was applied. No other treatment was given. There was no reported patient sequela. Though requested, no additional information was provided.